Event description:
Boston scientific received information from the patient that this tachy lead was faulty. Surgical intervention was performed to correct the product performance issue however, available information is unable to confirm if the lead was replaced or repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.